Event description:
It was reported that during a pancreatectomy procedure, the surgeon fired the stapler on the pancreas. It was the first firing after the stapler was opened. After the firing sequence was completed, the surgeon tried to open and straighten the jaw but it only opened halfway and did not return to the straight position. The surgeon had to remove the device with the trocar stuck on the shaft. The scrub nurse managed to straighten the jaw by forcing it closing again and pressing the anvil release button harder so the jaw could fully open. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. D4: batch # 672d56. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - when did the issue happened (pre-op, intra-op, post-op, etc.)? - is the current patient status known? - was there any patient consequence or change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and with a gst60d reload loaded on the device. The reload was received fully fired and with damage on reload deck. Furthermore, the anvil knife slot was noted to be damaged. After further evaluation, the analysis showed a knife component was broken off. The knife component was not returned for analysis. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a98h2u, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 672d56, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.